Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In addition, the dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. 80ncm of primary stability was achieved and the patient presented bone type ii.